Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the patient feeling uncomfortable and too full. A review of the patient¿s treatment records identified that the patient drained 3440 ml during drain one of the treatment. This drain volume is 215% of the patient's 1600 ml fill volume. As a result of the iipv event, the technical support representative advised that the patient discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that the patient would do manual treatment. The patient¿s pdrn verified that the patient manually drained and felt fine. There was no report of any injury, adverse event, or medical intervention required as a result of the issue. The patient has received a new cycler and continues with continuous cyclic peritoneal dialysis (ccpd) without any reported issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed that the front panel bezel gasket was drooping approximately 0.5 inches over the center of the front panel overlay. There were no discrepancies encountered in the internal inspection. A simulated therapy was performed and completed without failures. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.